Manufacturer narrative:
The field representative reported that no noise was observed with isometrics and that thresholds and intrinsic amplitude measurements remained stable and within normal limits. The patient's physician elected to continue monitoring this lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Event description:
Boston scientific received information that atrial lead impedance measurements, which had remained fairly stable at approximately 600 ohms, with the exception of two measurements of 1620 ohms on different occasions. No adverse patient effects have been observed.